Event description:
The director of pt care reported that while 3 pts were hooked up to kidney dialysis treatment, they simultaneously experienced classic dialysis biocide (glutaraldehyde) exposure symptoms (burning of the mouth, numbness of body and shortness of breath). The user indicated this may have been caused by a backflow in the watch system which could have allowed the glutaraldehyde solution to became present in the dialysis water. The dialysis treatment was immediately discontinued and all 3 pts received immediate medical treatment from the nurse on staff. One pt was admitted to the hospital for overnight observation.